Event description:
The bullet could not be inserted into the guide. The issue occurred during an acl surgery and caused a 35-50 minute delay. A back-up device was brought in and worked properly. There was no patient injury reported.